Event description:
As a patient was taken out of the bore of the camera her arm was pinched between the side of the table pallet and the table (couch) itself resulting in a skin tear which was cleaned by a nurse and a band aid was applied. This pinching has happened in the past with sheets getting caught in this same manner. There was no report of death or serious injury.

Manufacturer narrative:
Investigation found that pinching has happened in the past with skin, clothing, or sheets getting caught in this same manner. A pallet pad cover (slicker) with extended sides is available as an option to improve patient comfort. This cover is wide enough to extend beyond the patient pallet width and covers the complete width of the table. The surface of the cover is sufficiently smooth to slide over any non-moving elements of the table during patient imaging and positioning, thereby protecting the reclining patients' skin, clothing, or sheets from getting caught between the table pallet and the couch. At the time the brightview was released, the slicker was not available in the configuration (standard or option) at the time of purchase. It is now available as a field replaceable unit as part number (B)(4). Remedial action will be initiated with the highest priority. A follow-up MDR will be sent when the correction reporting information and number are finalized. Initial MDR mailed on (B)(6), 2011. (B)(4).